Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have the life indicator with a failure to rotate. The housing was removed and found the life indicator did not rotate when the instrument expired. The instrument was placed on the in-house system and confirmed the instrument had 0 uses remaining. An additional observation not related to the customer reported complaint is that the instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The instrument was found to have an input disk(s) broken. Input disk #7 was found completely detached from the base of the housing. As a result, the instrument failed engagement test on in-house system. The instrument was found to have an input disk cracked. Hairline cracks were found on grip input disk (#7). If the input disk is fully broken, then the instrument can fail to engage. The instrument was found to have thermal damage on bipolar yaw pulley. The instrument found to have thermal damage at one of the edges on the bipolar yaw pulley. The unit passed electrical continuity test. No damage on conductor wire insulation. The instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on both side of the bipolar yaw pulley.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument showed an expired warning even though the house indicator sign was not red. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the nurse confirmed there was no thermal damage observed. There was no arcing observed. The patient did not experience any injury or adverse event after the procedure.